Event description:
Went to access a portacath with a huber needle. The needle would not flush or allow the port to be withdrawn from. Removed the needle and attempted to flush outside the patient, and it would not flush then either.